Event description:
The patient was having an appendectomy. A rem polyhesive ii pad was applied to the patient's right posterior thigh. Once the patient arrived on the pediatric floor, a reddened area including a blister was noted in the same shape as the pad.